Event description:
It was reported that a cartridge change error occurred. Subsequently, customer¿s blood glucose level displayed "high". Manual correction injection was administered to address elevated glucose and successfully loaded a new cartridge to resolve this issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.